Event description:
During a liver biopsy procedure, the automatic biopsy needle released on its own. The "auto fire" of the first needle which was not yet in the lesion did require that a second pass in the liver be taken. The pt had pain following the procedure & was admitted. No bleeding was found on rescanning the pt.